Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, screwdriver tip broke after final tightening. We heard a click but could not tell if the blade broke. Upon further examination, I noticed that one of the tips was broken off.